Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, strong resistance was encountered and once outside the patient, it was noted that the non-boston scientific guidewire was wrapped around the distal shaft of the catheter. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
E1 initial reporter city: (B)(6). E1 initial reporter phone, initial reporter fax: corrected. The device was returned for analysis. Visual inspection revealed that the tip was stuck on the floppy end of the guidewire. Additionally, the sheath assembly was kinked and the imaging window was observed entangled. Microscopic inspection revealed the tip was damaged.

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, strong resistance was encountered and once outside the patient, it was noted that the non-boston scientific guidewire was wrapped around the distal shaft of the catheter. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
Initial reporter city: (B)(6).